Event description:
It was reported that the right ventricular (rv) lead exhibited no capture during a device upgrade procedure from a dual chamber impl antable pulse generator (ipg) to a biventricular pacemaker. The rv lead was capped and replaced with a rv left bundle branch (lbb) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead exhibited a suspected lead fracture. It was further noted that the rv lead exhibited noise and lead to lead interaction between the newly implanted lbb lead. The rv lead was explanted.

Manufacturer narrative:
Continuation of d10: product ID sedr01 lot# serial# (B)(6) , implanted: (B)(6) 2014, explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.